Event description:
It was reported that the patient had aorta repair and some type of pulmonary artery procedure. During the procedure, the implantable pulse generator (ipg) "device locked out." The patient was placed on a temporary pacer. The status of the device appears active indicating that the device remains in use. It was also reported that the right atrial (ra) lead exhibited "intermittent capture" during the procedure. The patient was checked the next day and the lead showed intermittent oversensing, undersensing, and intermittent no capture. The atrial lead was suspected of dislodging, since on x-ray it appeared to have moved from the day before. However, the physician was adamant that the lead could not have moved because it was sutured to the atrial appendage during the procedure. Atrial outputs were programmed high to provide a safety margin even though the patient does not pace very often in the atrium as the patient has complete heart block. The physician was made aware of the situation. Approximately 1.5 months later, the lead was reported to have high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4592-45 lead implanted: (B)(6) 2011. (B)(4).